Event description:
On (B)(6) 2013, it was reported that the menu and check buttons on the patient's infusion device were sticking, difficult to press, and only responding intermittently. The patient also stated that the rubber casing around the buttons was damaged. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft components of the check/menu button are lacerated. The menu and check button are difficult to press that is caused by the entered contamination however the functionality is not affected. The damages did not influence the functionality of the insulin pump. The problem mentioned by the customer is related to careless handling of the product.